Event description:
It was reported that during a da vinci-assisted gastric pacing surgical procedure, the medium-large clip applier does not lock. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.38mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.